Event description:
Per complaint (B)(4), a patient experienced nerve damage and pain. Failure of osseointegration of their dental implant was also reported. The implant was explanted four months after initial placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
G3 updated to additionally state that the report source is a distributor.